Event description:
It was reported that the liquid crystal display (lcd) on the external pulse generator (epg) was not working. Therefore, the epg was returned for repair. There was no patient involvement.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis confirmed the reported event, the upper case, lower case and display were broken. It was also noted that the display lens was broken, the battery release was contaminated, two side bail covers were missing, the ring cover was broken, the lead flex cover was contaminated, two side bails were missing, the ring was missing, the battery drawer was contaminated and the keyboard pad was contaminated. (B)(4).